Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The customer reports on software update 2.2.10 to 3.0.3, the ventilator would not boot up part the way intro the upgrade when it turn itself off then on again. Ventilator would just sit in load screen and the alarm and wouldn't stop alarming until batteries are removed.